Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. The patient was asymptomatic. A repeat transmission confirmed bvvi status. Patient presented to clinic symptomatic with pacemaker syndrome for troubleshooting to resolve the issue. A device download was performed successfully. Device remains implanted. Patient is stable.

Event description:
Additional information: programming changes were made.